Event description:
It was reported that the patient may undergo surgical intervention for an unknown reason to replace the ipg. Further information is currently unavailable.

Event description:
Additional information revealed that the patient was experiencing pain at the ipg site since implant. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg site was relocated. Postoperatively, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.